Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
A blood and air leak was noted during a paroxysmal afib ablation procedure. A 13f agilis sheath was used for transseptal access. After insertion of an octaray mapping catheter (non-abbott), air was noted when aspirating the sheath. Back bleeding at the valve insertion site was also noted. The sheath was replaced and the case continued without further incident.